Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2014-01197, 3005099803-2014-01198, 3005099803-2014-01199, and 3005099803-2014-01200 address the four devices. It was reported to boston scientific corporation that four injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the devices failed to cauterize an ulcer. There was no visible damage to the complaint devices or their packaging. The procedure was completed with a fifth injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Reported event of current failure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the device found a kink along the shaft. The needle would extend and retract when the handle was actuated. An electrical evaluation was performed, which included load and isolation of electrode tests; the device was found to be within specification. Complaint not confirmed, the product returned showed no evidence of either the alleged issue or any defect which could have contributed to the event. The kink was likely caused by manipulation of the device during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report #s 3005099803-2014-01197, 3005099803-2014-01198, 3005099803-2014-01199, and 3005099803-2014-01200 address the four devices. It was reported to boston scientific corporation that four injection gold probes were used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the devices failed to cauterize an ulcer. There was no visible damage to the complaint devices or their packaging. The procedure was completed with a fifth injection gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.